Event description:
The pt received two leads from same lot number. It was reported the pt's right side lead had invalid impedances. It was reported the pt had uncomfortable stimulation and so, he turned off the device. Follow-up info suggested the x-ray diagnostic was inconclusive and the pt was still experiencing inadequate stimulation. The sjm rep was to meet with the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.